Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076-52, implant: unk. (B)(4).

Manufacturer narrative:
The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis noted there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The cause of death was requested and no further information is available.